Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal gablofen 2000 mcg/ml at a dose of ¿100 mcg/ml¿ via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a catheter malfunction occurred. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. During a scheduled pump replacement, the hcp tried to aspirate the catheter but could not get fluid to come back. He tried to aspirate through the side port and directly from the catheter itself but could not obtain fluid. The old catheter was completely explanted, and a new catheter was implanted. The issue was resolved. The patient¿s status was alive ¿ no injury. There were no further complications reported or anticipated. Additional patient medical history was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.